Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 163c60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis found that one ntlc75 device was returned with no apparent damage and with a reload present. The reload was received unfired with the swing tab partially moved and "doghouse" component of the cartridge damaged making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163c60, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. Additional information: DHR (device history review) completed for lot # 260c76. Mfg. Date: 01/26/2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: DHR (device history review) completed for lot # 174c67. Mfg. Date: 11/08/2022. Exp. Date: 10/31/2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hemicolectomy, it was not clear whether the problem was the handle of in the filling. But the stapler has already been fired once. At the 2nd filling the stapler was closed (with gut in between) and it could not be fired. Finally, the filling in the abdomen broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Lot # 174c67. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: regarding "the filling in the abdomen broke", could you please clarify it the was the firing knob or cartridge? Knob. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.